Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2021-01717 for product code (B)(4) (thermocool® smart touch® sf bi-directional navigation catheter) importer report number # 2029046-2021-50009 product code (B)(4) (smartablate¿ system rf generator (us))

Event description:
It was reported that a male patient in their late 50¿s early 60¿s underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter & smartablate¿ system rf generator (us) and the patient suffered an atrio-esophageal fistula requiring surgical intervention and prolonged hospitalization. After an atrial fibrillation case completed on (B)(6) 2021. Then, an atrio-esophageal fistula was noticed. The patient was complaining of chest pain. The patient went into a follow up procedure and the atrio-esophageal fistula was discovered. The reporter was unable to confirm how the atrio-esophageal fistula was discovered or confirmed, but the reporter believes that it was confirmed via patient tests. The medical intervention provided to the patient was a "patch" applied to the left atrium, by left inferior pulmonary vein, between the atrium and esophagus. The patient is in stable condition. Additional information received indicated the physician¿s opinion on the cause of this adverse event is unknown as the physician has been on leave. The account reported that the cause was not from bwi products or patient condition and that they will take more safety measures moving forward. Patient doing fine after medical intervention. The patient required extended hospitalization for the adverse event due to the interventional procedure. This was done at (B)(6).